Event description:
Observation found during evaluation: the beamformer connector board is causing a black vertical line in the middle of the image.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: the beamformer connector board is causing a black vertical line in the middle of the image. The root cause of the failure was identified as damaged beam former board due to use of device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.